Manufacturer narrative:
Additional devices implanted and/or related to this event: pla280300j/21290204 UDI - (B)(4), plc121400j/21079827 UDI - (B)(4), pll161207j/21191113 UDI - (B)(4), pll161207j/21216559 UDI - (B)(4) and pla360400j/21152473 UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. -according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: arterial or venous thrombosis.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic/common iliac artery aneurysm using gore® excluder® aaa endoprostheses. It was reported that during this case, there was excessive amounts of thrombus in the aneurysm sac. After six gore® excluder® aaa endoprostheses were implanted, it was suspected that there were embolisms present in the distal right superficial femoral artery. Doppler imaging showed weak. It was reported possibility of embolization due to thrombus shift. The physician could not determine the root cause. As a treatment, fogarty catheters were used and the procedure was completed.